Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the 6/7f mynxgrip vascular closure device (vcd) would not advance down the sheath. It was kinked so the physician decided to pull the sheath and achieved hemostasis with manual compression. There was no reported patient injury. The physician was trained in the use of the mynx device. The product was stored properly according to the instructions for use (IFU) and was opened in a sterile field. The mynx vcd was used during an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient's hospitalization was extended as manual compression had to be used for hemostasis. The patient is noted to have recovered after the event. Other additional procedural details were requested but were unknown. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the handle and the sealant and advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned with the device. No other visual damages or anomalies were observed. Per functional analysis, the sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Per microscopic analysis, the catheter¿s distal tip was bent which indicated that the distal tip may has been manipulated and damaged by user. A product history record (phr) review of lot f1927403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since no issues were noted during functional analysis and the sheath was not returned. The exact cause of the reported event could not be conclusively determined. Based on the information provided and the product analysis, the condition of the procedural sheath (although not returned) may have contributed to the reported event as the device passed functional analysis with the lab sample sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1927403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6/7f mynxgrip vascular closure device (vcd) would not advance down the sheath. It was kinked so the physician decided to pull the sheath and achieved hemostasis with manual compression. There was no reported patient injury. The physician was trained in the use of the mynx device. The product was stored properly according to the instructions for use (IFU) and was opened in a sterile field. The mynx vcd was used during an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient's hospitalization was extended as manual compression had to be used for hemostasis. The patient is noted to have recovered after the event. Other additional procedural details were requested but were unknown. The device will be returned for evaluation.